Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a few days after deployment of a 6f-12f mynx control venous vascular closure device (vcd) patient went to follow up appointment complaining of access site infection and inflammation in the right limb. There was no culture conducted; however, antibiotics were prescribed. The symptoms were resolved without sequalae. The device was prepared and used per the instruction for use (IFU). The product was properly stored and opened in a sterile field. A non-cordis sheath was used. No other closure devices were used on the affected limb. Time to ambulation post-procedure was three hours. The physician performed the procedure. The procedure was an atrial fibrillation ablation. The user was trained to the device. Other procedural details were requested but were not provided. The device was discarded; therefore, it will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, a few days after deployment of a 6f-12f mynx control venous vascular closure device (vcd) patient went to follow up appointment complaining of access site infection and inflammation in the right limb. The physician was able to express a large amount of yellow like puss from the site, redness and irritation was noted. There was no culture conducted, however, antibiotics were prescribed. The symptoms were resolved without sequalae. The device was prepared and used per the instruction for use (IFU). The product was properly stored and opened in a sterile field. A non-cordis sheath was used. No other closure devices were used on the affected limb. Time to ambulation post-procedure was three hours. The physician performed the procedure. The procedure was an atrial fibrillation ablation. The user was trained to the device. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2503801 presented no issues during the manufacturing process that can be related to the reported event. Infections resulting from invasive procedures are a well-known potential adverse event and is listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be confirmed without receipt of images or cultures. The exact cause of the issue experienced could not be determined; however, patient factors are possible. It was reported that the patient was diabetic, which could affect the healing process of the puncture sites. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.